Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify error alarms due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 242 mg/dl. The device was returned for analysis.